Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. After removing the catheter from the sheath, a syringe was attached, and the sheath was aspirated. Large bubbles were visualized. The tip of the sheath was checked to confirm it was not against the tissue. The physician placed their finger over the valve of the sheath and attempted to aspirate again; bubbles were less visible, but still present. The sheath was replaced, and the procedure was completed successfully without patient complications. It was believed the valve was broken. The device is expected to be returned for analysis.